Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was replaced due to oversensing. To date, no further information has been provided as the physician is not in-house at the moment. This report will be updated upon receipt of additional information. Besides intervention, no other adverse patient effects were reported. This electrode has not been returned despite good faith efforts thus far. Should the electrode be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this electrode was replaced due to oversensing. To date, no further information has been provided as the physician is not in-house at the moment. This report will be updated upon receipt of additional information. Besides intervention, no other adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was replaced due to oversensing. To date, no further information has been provided as the physician is not in-house at the moment. This report will be updated upon receipt of additional information. Besides intervention, no other adverse patient effects were reported.